Manufacturer narrative:
(B)(4)

Event description:
It was reported "upon removing the introducer needle from the cordis, blood is flowing from it." The user changed to a new set. There was no patient harm or injury. The patient's current condition is reported as "unknown".

Event description:
It was reported "upon removing the introducer needle from the cordis, blood is flowing from it." The user changed to a new set. There was no patient harm or injury. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4) the customer provided one photo for analysis. The image shows a psi sheath and a dilator with obvious signs of use. The complaint of a leak could not be confirmed from just the image. The customer also returned one opened psi sheath and dilator for evaluation. Signs of use were observed on the returned components. Visual inspection of the returned sample did not reveal any defects or anomalies. The sheath sidearm was flushed using a lab inventory 20ml syringe. Water was observed exiting the sheath distal end and leaking from the valve. The hemostasis valve and psi was leak tested per amrq-000037 rev12. Low pressure leak resistance (hemostasis valve), section 6.1.2, which states, "using a test pressure of 38-42 kpa (5.51-6.09 psi), there shall be no leakage past the hemostasis valve". The mac catheter was attached to a lab leak tester. With the distal end of the sheath occluded, the sheath was pressurized to 42 kpa for 30 seconds. Leaking was observed from the hemostasis valve, which confirms the report of leaking. A lab inventory dilator was advanced through the sheath. The dilator was able to be removed and reinserted with no resistance. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "hemostasis valve must be occluded at all times to minimize the risk of air embolism or hemorrhage." The customer report of a sheath valve leak was confirmed through investigation of the returned sample. Functional inspection revealed a leak at the location of the hemostasis valve when the psi was pressurized with water. Based on the customer report and the functional inspection, manufacturing likely caused or contributed to this issue. A non-conformance was initiated to further analyze this issue. Teleflex will continue to monitor and trend on reports of this nature.